Event description:
It is reported that a customer's insulin pump would alert for 6 hours then go into a threshold suspend. The patient's blood glucose level was 215 mg/dl at the time of the call. The customer stated that the sensor is inserted on the side of the body that they sleep on. The customer was informed to avoid putting pressure on the sensor while they sleep because the pressure may cause inaccurate readings. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.